Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump did not record the correct bolus amounts programmed by the patient. When bolus amounts were entered, the bolus defaulted to 0.0 units. The patient reported a blood glucose (bg) level of 465mg/dl with no symptoms, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: during investigation, a review of the bolus history confirmed partial boluses. During testing, a 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The history settings issue was observed in the pup history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.